Event description:
Health professional reported that after treatment with juvederm (volume/concentration unk) in the nasolabial folds and sculptra "all over her facial area" about a year ago, the pt developed a little lump at the "left upper medial cheek beneath the orbital rim." The pt recently came in for a f/u and a biopsy was taken from the lump and it was described as "multiple dermal foreign body granuloma with polarizable foreign material." The granuloma was surgically excised. F/u with the injecting doctor noted that the pt was treated with juvederm ultra plus. The doctor said, the granuloma was likely from either the juvederm ultra plus or sculptra. This event is being reported to the FDA because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).